Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the device was received in good conditions, but no accessories were provided. Functional testing was not able to duplicate the complaint. A long-term test was performed, about 3 hours, and the entire time the temp was stable. In the end also a functional test was performed and the entire time the device was fully functional and the temp after calibration was stable and in the range. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken.

Event description:
It was reported that the temp sensor readings went up and down erratically. It was discovered during testing in their biomed shop during preventative maintenance. There was no patient involvement.